Manufacturer narrative:
Continuation of d10: dtma1q1 crtd; 429878 lead implanted: (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead appears to be undersensing resulting in inappropriate atrial pacing on current and s tored electrograms (egm). It was noted that the undersensing occurred at times during atrial tachycardia/atrial fibrillation (at/af) and ongoing on current egm. It was also noted that the arrhythmia appears to continue due to the undersensing during the device classified termination of events. It was further reported that the patient presented to the healthcare facility due to shortness of breath. The lead remains in use. No further patient complications have been reported as a result of this event.